Manufacturer narrative:
Investigation summary: bd has been provided with photos and a sample for catalog 301940 lot 1811161 to investigate for this record. A leakage through the plunger rod was observed. As a result, bd was able to verify the reported issue. After visual examination under magnification, bd concludes that the cause of the problem was produced because of a damage in the plunger lip. This could be produced during the handling of the product through the manufacturing process or in the plunger assembly machine. Considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion: damage in the plunger lip produced during the handling of the product through the manufacturing process or in the plunger assembly machine.

Event description:
It was reported that the bd syringe¿ with needle leaked past the stopper before use when the nurse pumped the liquid. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from chinese to english: "when the nurse used a syringe to pump the liquid, he found that the liquid leaked from the plunger and could not be used for clinical operation."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe¿ with needle leaked past the stopper before use when the nurse pumped the liquid. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "when the nurse used a syringe to pump the liquid, he found that the liquid leaked from the plunger and could not be used for clinical operation."